Event description:
Pt died at home. At birth, a vacuum assist device (mityvac) was used. It dislodged once during delivery and was replaced. Despite a waxing and waning hosp course the pt was discharged soon after.